Event description:
According to the reporter, intra-operatively, the device needle easily came off the thread in a row. The procedure was done with another device. No patient harm was reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted two needles and two sutures. The needles were observed to be detached from the sutures. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.